Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump and cartridge components. The customer successfully completed the cartridge load process and was able to resume insulin therapy afterward.